Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported there is insulin in the cartridge housing caused by a leak in the system. Caller stated she has experienced elevated blood glucose levels up to 400 mg/dl; was able to self-treat. No adverse event reported. Requested return of the alleged device for evaluation.